Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that patients and orders were not crossing over from server to stations. A technical support specialist (tss) reviewed the case and verified that the patient was still in a discharged status in the adt messages, which prevented the medication orders from appearing on the medstation. The tss advised the customer to coordinate with their adt team to correctly readmit the patient so that the orders could interface properly. Follow-up was performed with the customer, who confirmed that the issue had been resolved and that medication orders were successfully visible on the system. The customer provided confirmation and approval to close the case. The system functioned as intended after the technical support specialist (tss) investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the patients and orders were not crossing over. The customer confirmed that the affected stations are currently on critical override. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.